Event description:
It was reported that during use an 840 ventilator had an error code and the screen went momentarily blank. The ventilator continued to ventilate. However, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer replaced the gui (graphical user interface) board and the backlight inverter board to correct the issue. The unit passed all testing and operates within the manufacturing specifications.